Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: upon equipment revision on (B)(6) 2013, it was noted that the plate had a deformity in one of its holes, which is not owing to this particular plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4): subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The manufacturing evaluation was conducted and it states that the plate has a noticeable bend with a slight twist in the web between holes c and d. There is also a very slight bend in the web between holes f and g. These bends, which occurred post-manufacturing, have distorted the hole shapes surrounding these bends to the point that several features measure out of specification. There is also some slight distortion in the plate web between holes a and b, but no affect can be detected to the features of the adjacent holes. Since there is damage and distortion to the plate that occurred post-manufacturing, all features could not be accurately measured. All features that were not damaged and distorted were conforming to specification. Since all features could not be accurately measured, this complaint is indeterminate.

Event description:
This is report 1 of 1 for complaint (B)(4).